Event description:
The customer contact reported a separation. A primary tubing set was being used to deliver an unspecified volume of normal saline via a plump pump. At an unspecified time, the option-look male adapter of the secondary tubing set was connected to the clave secondary port of the primary tubing set for the piggyback delivery of an unspecified concentration of either gemcitabine or platinol. It was reported that after the delivery of the chemotherapeutic agent was completed, the nurse disconnected the secondary tubing set from the clave secondary port of the primary tubing set. At this time, the tubing separated from the option-look male adapter of the secondary tubing set. The tubing set was replaced and the therapy was resumed. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).